Event description:
A ventilator was returned to the manufacturer for service required following a software update. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor and system board need replaced due to contamination. In addition, during the evaluation the blower motor, blower seal, blower mounts, blower cap, blower chassis plate, cooling fan both fans, muffler assembly, inlet and outlet side panels, tubing, need replaced due to water ingress.